Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 56 mg/dl. The customer consumed juice and cookies to treat the low bg level. Reportedly, the customer believes the suspected cause of the low bg level was due to receiving too much basal insulin. It was confirmed that the customer would consult with health care provider (hcp) regarding changing the settings on the pump.